Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the charger/modem would not power on was a flash memory failure at bga components u102 and u105 and the ca board sn (B)(4). The bga components had a suspect intermittent bga connection. The intermittent connection is likely due to a fractured solder connection included by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. There was also contamination on the battery board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.